Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (1000 mg; route, frequency, and duration not provided) and injection amikacin (100 mg; route, frequency, and duration not provided) for peritonitis. Action taken with therapy was not reported. At the time of the report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that antibiotic therapy was discontinued and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.